Event description:
Patient reported infusion device stopped working without warning due to depleted power packs. He indicated that the infusion device made a strange humming noise. Patient changed the power pack and the device functioned properly. He did not report any physiological effects associated with this issue. No medical assistance was required. Product was not available to be returned for evaluation.

Manufacturer narrative:
Product not returned for eval. Issue described to agency.